Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture confirmed with an MRI". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "rupture confirmed with an MRI". Healthcare professional later reported via nbir "suspected/actual rupture/deflation, change shape/size/style". Healthcare professional later reported via operative report "leaking silicone gel implant. As soon as the capsule was opened there was free flowing silicone gel". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d9, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional later reported via nbir "suspected/actual rupture/deflation, change shape/size/style". Healthcare professional later reported via operative report "leaking silicone gel implant. As soon as the capsule was opened there was free flowing silicone gel". This record is for the left side. Device has been explanted and replaced.